Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the pin on the right ventricular lead stripped and completely disconnected from the lead leaving the conductor exposed. It was noted that this happened when the physician screwed the chronic lead into the header and gave a slight tug for it to be secured. The lead was capped and replaced. The patient was in stable condition.